Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a representative regarding a patient in canada who received an implantable pump. The medication infused was not known. It was reported that a pending alarm occurred. This pump was implanted on (B)(6) 2016 but when the physician interrogated the pump they saw a motor stall occurred on (B)(6) 2016 that recovered approximately 15 hours later. The stall occurred while the pump was in transit so it was possible there were magnets present as the pump was on two different planes to be transported to the hospital. It was unclear as to what date the interrogation occurred. The representative thought the interrogation was on (B)(6) 2016 but had not spoken to the health care provider at the time of the report. The software used at the time of the report was not known. There were no patient symptoms reported.

Event description:
Additional information received from a foreign manufacturer representative indicated further information could not be obtained.